Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the nasolabial folds with juvéderm® volift¿ with lidocaine. Four to five hours after injection, patient told hcp they are suffering from pain and edema. Steroid medication and antibodies were provided as treatment; six hours after the drugs were administered, hcp noticed a change in skin tone and concluded that there was an arterial occlusion. 24 hours after injection, hcp injected 4 hyaluronidase ampoules to dissolve the material. There was no change to the patient¿s condition; patient went to the ER where they were put in a pressure chamber. Patient was told they will need 40 rounds in a pressure chamber. It was reported patient is suffering from mental stress. Patient has had up to 17 treatments in the pressure chamber with some improvement. Patient was also treated with laser treatments in order to remove the redness from their face. Symptoms ongoing.